Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 140 mg/dl and current blood glucose was 250mg/dl. Troubleshooting was performed. The customer stated that the insulin pump got submerged in water and not sure if working properly. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Insulin pump had cracked battery tube threads.